Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during patient therapy of oxaliplatin. The device was programmed at a rate of 140 ml/hr with a volume to be infused (vtbi) of 280 ml. It should have run for 2 hours but ran dry in 1 hour. This occurred in the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.